Event description:
According to the reporter, during hysterectomy, the device used by the surgeon failed to seal any of the four major vessels he used it on. The device did beep each time as expected but the vessels were not sealed. The patient ended up losing 4.5l of blood, requiring an ICU (intensive care unit) stay. And due to significant drop in blood pressure, the patient was diagnosed with an anoxic brain injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.